Event description:
The dealer reported that the frame weld was broken. This issue could cause possible product instability and the potential for not permitting the chair to maintain its intended weight bearing status.